Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the guide wire wrapped around the stent when trying to place the 2nd stent the wire double j'd in the 1st stent, tangled, and would not let loose patient has had some issues doing worse needs an MRI. As per the additional information, the wire double j'd that looped around the stent and got stuck. The guidewire was not returned for analysis. A review of the available information indicates that the wire was wrapped around and tangled in the stent. Based on review of all available information, an assignable cause of caused by other will be assigned to the reported event of ¿device interaction with another device, guidewire distal tip broken/fractured during use and un-retrieved device fragments¿, as the investigation indicates another product/drug/subsequent procedure caused the issue event.

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got wrapped around the first stent when an attempt was made to place the second stent using the subject guidewire. The tip of the guidewire got fractured. The physician attempted to retrieve the broken fragment using a snare but was unsuccessful and the broken fragment was left inside the patient anatomy. The procedure was delayed by several hours but completed. The patient is not doing well. No further information available.

Event description:
It was reported that the guidewire (subject device) was used in the medical procedure. However, the subject device got wrapped around the first stent when an attempt was made to place the second stent using the subject guidewire. The tip of the guidewire got fractured. The physician attempted to retrieve the broken fragment using a snare but was unsuccessful and the broken fragment was left inside the patient anatomy. The procedure was delayed by several hours but completed. The patient is not doing well. No further information available.